Manufacturer narrative:
The reported event of sensing noise was confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing and there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead as well. The rv was explanted and replaced, and the ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.